Event description:
Malfunction of edwards commander delivery system perforating the eshealth. Initial vascular access was extremely difficult due to his morbid obesity. We were able to obtain initial left femoral and left femoral and venous access with much difficulty utilizing ultrasound and fluoroscopic guidance. The procedure then proceeded as usual. Then, upon insertion of 29 mm edwards sapien s3 ultra resilia over the wire through the 16 french eshealth in the left femoral artery, resistance was noted. Fluoroscopy revealed that the valve had exited the eshealth. We were unable to pull the valve back into the sheath. The patient's blood pressure immediately dropped and we became concerned for vascular injury. I achieved contralateral access and angiography in the left common iliac revealed a distal perforation of the external iliac just above where the undeployed valve was lodged in the eshealth. He quickly developed asystole and cardiopulmonary (CPR) was initiated. We then advanced a balloon into the external iliac at the site of the perforation in an attempt to achieve hemostasis. Massive transfusion was called and blood products were given. Vascular surgery was called and two additional medical doctors assisted us in performing vascular cutdown. The patient's abdomen became increasingly distended with concerns for aortic dissection despite our distal aortic/iliac bifurcation imaging. We then advanced a coda balloon catheter into the distal abdominal aorta and inflated it occlusion. His abdomen continued to distend and he remained asystolic. Mds eventually concluded that his hemorrhage due to vascular injury was not controllable. Further intervention would have required a laparotomy that we felt would result in immediate exsanguination. Due to the futility of our efforts, he was pronounced dead at [time redacted] due to vascular injury and hemorrhagic shock. I met with his two daughters in the critical care unit (ccu) following the procedure and the procedural complications that lead to his death. Manufacturer response for valve heart transcath sapien 3, edwards lifesciences (per site reporter). No response yet. Representative on site took sample, I received contact from edwards lifesciences and am awaiting response.